Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available.

Event description:
The surgeon has performed a partial knee arthroplasty using mako's robotic arm interface orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. The patient experienced loosening of the femoral component and underwent a total knee revision on the date of event.